Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery excessively. The blood glucose reading was 218 mg/dl, which was treated with 4 units of insulin. The customer's mother stated that they had changed the infusion set 5 times to no avail, as the customer still had high blood glucose. Upon troubleshooting, no infusion set cannula occlusion was observed, and the insulin pump passed the high pressure test. She was advised to change the entire infusion set, reservoir and insulin. She stated that the blood glucose readings ranged from 218 mg/dl up to as high as 465 mg/dl. She treated him with boluses and manual injections. The customer experienced ketones. The blood glucose reading was 187 mg/dl at the time of the no delivery alarm. She was unable to troubleshoot, since she had already changed the infusion set. She believed that the insulin pump should have delivered more insulin and requested its replacement. None else noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.